Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2023, the patient was at home and experienced hyperglycemia and almost passed. The sister took her to the emergency room. At the hospital they treated the patient with insulin and IV fluids. The patient recovered and was discharged (there is no information about when exactly the patient was discharged). There were no bg (blood glucose) values reported during the entire event. At the time of the report the patient was fine. Data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.